Event description:
It was reported post-op that from a hammertoe procedure, the pin had migrated out on the patient's toe.1st metatarsal osteotomy, healed, but pin removed having migrated plantarly. Original date of surgery: (B)(6) 2013.

Manufacturer narrative:
Patient demographics (age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Likely causes of this type of event include failure to counter-sink the pin far enough below the distal cortex. Also, per device directions for use (dfu-0107), postoperatively, until healing is complete, the fixation provided by this device should be protected and the post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant, otherwise loosening, fracture, or migration of the pin may result. In addition, absorption of biodegradable implants begin at implantation as a result of normal hydrolysis of the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.